Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery or weak battery alarms due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump received low battery alarms. The customer¿s blood glucose level was unknown. The customer was advised to revert to the back-up plan. The insulin pump was returned for analysis.